Event description:
It was reported that the indicated battery charge of a pump dropped significantly in a short period of time. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to use multiple daily injections as a backup therapy and arranged for a replacement pump to be sent. The customer was advised to put the pump into storage mode and return it with a pre-paid label.